Event description:
It was reported that device delivered inappropriate anti-tachycardia pacing (atp) due to atrial fibrillation (af). Subsequently, device delivered one shock that successfully converted the rhythm. Additional information showed that patient received 3 additional shocks days later due to atrial flutter. Device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that device delivered inappropriate anti-tachycardia pacing (atp) due to atrial fibrillation (af). Subsequently, device delivered one shock that successfully converted the rhythm. Additional information showed that patient received 3 additional shocks days later due to atrial flutter. Device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to correct the following: h. Device manufacturers only 6. Adverse event problem in health effect - impact code.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) due to atrial fibrillation (af). Subsequently, device delivered one shock that successfully converted the rhythm. Additional information showed that patient received 3 additional shocks days later due to atrial flutter. Device remains in service. No additional adverse patient effects were reported. Additional information was received indicating that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to normal battery depletion. This device has been received for analysis.